Event description:
During the index procedure, the patient had a cypher stent implanted in an unknown vessel for an unknown reason. Beginning 2007-u-u, "shortly after stent placement, the patient started to develop a hypersensitivity reaction in the skin." The dermatologist indicated that the patient's rash on the skin began before he was discharged from the hospital after the index procedure. As of today, the patient has seen three different dermatologists; however the cause of the hypersensitivity is still unknown. The patient's medications are currently being withheld and he is currently taking topical and oral corticosteroids.

Manufacturer narrative:
(B)(6). During the index procedure, the patient had a cypher stent implanted in an unknown vessel for an unknown reason. Shortly after stent placement, the patient started to develop a hypersensitivity reaction in the skin. The dermatologist indicated that the patient's rash on the skin began before he was discharged from the hospital after the index procedure. As of today, the patient has seen three different dermatologists; however the cause of the hypersensitivity is still unknown. The patient's medications are currently being withheld and he is currently taking topical and oral corticosteroids. The product(s) remains implanted in the patient and is/are thus not available for evaluation. A review of the manufacturing records could not be conducted without a lot number. The exact cause of this patient's hypersensitivity is unknown. Clinical reports suggest several potential causes, including reaction to stent material (stainless steel composed of iron, nickel and chromium), drug effects and hypersensitivity to the drug eluting polymers. Without a lot number to conduct a DHR review, it is not possible to determine if the reported failure could be related to the manufacturing process. Therefore no corrective and preventive actions will be taken at this time.